Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states she was woken up by a motor error alarm. Customer attempted to troubleshoot herself, but problem still occured. Customer's blood glucose was 192 mg/dl. After troubleshooting, customer was advised that pump would need to be replaced and to revert to backup plan per health care provider. No further information was provided.